Manufacturer narrative:
(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that there was a microphone issue with their system. Philips field service engineer (fse) confirmed the operator was not able to hear the patient at all times. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that the operator was unable to hear sound from the scan room. The customer reported to the philips helpdesk (when the issue was reported) that there was no patient impact and there was no harm as a result of this issue. A philips field service engineer (fse) went to the site to evaluate the CT system. The fse was able to confirm the customer¿s allegation. The fse determined that the microphone on the breathing light assembly had failed. The fse replaced the breathing light assembly to correct and resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.